Event description:
On (B)(6) 2012: double stent inserted. On (B)(6) 2013: following a barium swallow, the outer segment has detached from the body of the stent. This is post radiotherapy where the tumor has shrunk. They placed an egis stent inside the outer mesh and have left the rest of the stent in the stomach where it has migrated to. The stent gas experienced a few migrating in the last 6 months but isn't aware of any coming apart before.

Manufacturer narrative:
Since the returned device was destroyed, it is impossible to proceed to actual evaluation. But, it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. Since it is difficult to reconstruct the situation at that time in the lab and limited info, it is hard to find out exact root cause for this complaint. With only received complaint product description, we have to assume. Since double stent is uncovered, stent cell might be ingrowth. If the stenosis was improved due to chemotherapy, the double stent stuck to lesion and the inner stent was affected by going through body fluid or food, and then might be detached from the double stent. On our user manual, it is mentioned that possibility of migration or fracture due to tumor shrinkage. We will monitor occurrence of double stent detachment for same model. This report is retrospective report due to FDA foreign inspection warning letter. Fracture might occur from the patient's peristaltic action. For this issue, it is documented in the product's user manual. However, the suspected device is not registered to us FDA and it has not been shipped into the us.